Event description:
The customer reported a malfunction alarm on the pump, identified by malfunction code 12. There was no information provided regarding the impact on the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, but the malfunction code recurred, leading to the decision to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump.